Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that he experienced a needle that was broken in the package on (B)(6) 2015. No sensor insertion took place. No additional event or patient information is available.